Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After accolade tmzf surgery, the femoral bone fracture occurred. This case was presented at (B)(6).

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Conclusions: a review by a clinical consultant concluded: no issues are reported in this abstract that could potentially relate to arthroplasty device malfunction aspects. Generally, results obtained were very satisfactory and in consistent with what can be expected from similar devices in the scientific literature. The focus was on potential differences between the two stem designs although no major issues were reported that would require further device investigation. There are no device-related matters involved in this abstract. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
After accolade tmzf surgery, the femoral bone fracture occurred. (B)(6).